Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to high impedance with the right atrial (ra) lead. In addition, stored electrograms showed atrial undersensing and oversensing during ventricular tachycardia (vt) episodes, which were thought to be far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.